Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. Insulin pump was received with power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected battery power loss alarm. Customer also stated that after troubleshooting they did not receive low battery alert prior to replace battery alert. Customer also had power error detected and notification light did not stop flashing. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.